Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by yukihide minoda, kanako hata, mitsuhiko ikebuchi, shigekazu mizokawa, yoichi ohta, and hiroaki nakamura1.

Event description:
Information was received based on review of a journal article titled, "comparison of in vivo polyethylene wear particles between mobile- and fixed-bearing tka in the same patients," which aimed to compare the wear particles created by a mobile-bearing prosthesis in one knee and a conventional fixed-bearing prosthesis in other knee of the same patient. The study examined 18 female patients implanted with bilateral knees between 2008 and 2012; all patients received a mobile-bearing prosthesis in one knee and a fix-bearing prosthesis in the other. Eighteen patients were identified who underwent total knee arthroplasties on unknown dates, each receiving a fixed-bearing prosthesis. Study follow ups noted wear of the tibial bearing. There has been no further information provided and the patient outcomes are unknown.